Manufacturer narrative:
(B)(4).

Event description:
The tip of the dilator tore during the insertion of the dilator on the guide. As a consequence , the guidewire deformed.

Manufacturer narrative:
Qn#(B)(4). The customer returned one opened kit containing a guide wire and dilator for evaluation. Both devices contained obvious signs of use in the form of biological material. Visual examination revealed the dilator tip was split and frayed. The tip also contained discoloration, which indicates undue force caused or contributed to the damage. Visual examination of the guide wire revealed one prominent kinked area. This damage is also consistent with undue force. The guide wire contained one prominent kinked area from 50-65 mm from the proximal end. The total length of the guide wire measured to be 457 mm which is within specifications of 450-458 mm per product drawing. The outer diameter of the guide wire measured to be 0.798 mm which is within specifications of 0.788-0.826 mm per product drawing. The total length of the dilator measured to be 104 mm which is within specifications of 95.2- 108 mm per product drawing. The outer diameter of the dilator body measured to be 3.02 mm which is within specifications of 2.97-3.05 mm per product drawing. The inner diameter of the dilator tip could not be measured due to the damage observed. The returned guide wire was able to pass through the returned dilator with significant resistance encountered at the guide wire bends. A manual tug test confirmed the guide wire welds were fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The customer report of dilator damage was confirmed by complaint investigation of the returned sample. The dilator and guide wire both contained damage consistent with undue force being applied during insertion. The sample passed all relevant dimensional inspection and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The tip of the dilator tore during the insertion of the dilator on the guide. As a consequence, the guidewire deformed.